Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate screen. There was no adverse impact to customer's blood glucose level. Tandem technical support assisted caller by removing pump from its case and suggested pressing technique improvements, but issue persisted. Decision was made to replace pump under warranty. Caller agreed to use mdi as a backup therapy and understood instructions to put pump into storage mode and return it using pre-paid label.